Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 269 mg/dl. The customer¿s current blood glucose value was 269 mg/dl. The customer reported that the insulin pump received failed battery test alarm and blank display. It also reported that the display is blank currently. The insulin pump will not be returned for analysis.